Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034 - 2018 - 08160; 0001825034 - 2018 - 08178. Product location is unknown.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown date for an unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was confirmed by review of x-rays received. X-rays received indicates that the anterior subluxation of the distal tibia. Further, there was significant lateral compartment narrowing and genu varus deformity present. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported review of radiographs identified that the patient experienced subluxation. However, no revision procedure has been reported to date.